Event description:
It was reported that the insulin pump did not alarm no delivery. Customer experiencing high blood glucose. The insulin pump is under-delivering insulin. Customer programmed five unit and received one unit. The current blood glucose reading is 322 mg/dl. Customer has headache and nausea. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.